Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) migrated right over the patients spine and was causing discomfort. The patient underwent an ipg replacement and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected.